Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the angle wire on the up side of the bending section was cut. The blade of the bending section was cut. The blade of the bending section was entangled inside the bending tube. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is considered that the cause is that the blade enters the inside due to stress such as the bending section with a strong force, a part of the blade is entangled with the angle wire, and the angle wire is fixed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On december 11th, 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the gif-h290, the angulation lock of the subject device could not be released. The user removed the subject device from the patient, replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.